Event description:
A hosp in (B)(6) reported that the inspiratory circuit was not included with an rt212 adult inspiratory heated breathing circuit kit. This was found before use on a pt.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 breathing circuit was not returned to us for evaluation. Results: a lot check revealed no other complaints of this nature for lot number 090814. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is possible that operator error has resulted in the omitted circuit. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. Omitting to pack the most significant component in the breathing circuit kit is an unlikely event and this is the only complaint of this type that we have received. (B)(4).